Event description:
It was reported that there was no signal. The display goes out and the aida says no signal and when we put another box everything comes up. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as display goes out and the aida says no signal. The customer's complaint was verified. This tc201us would not provide any output, and the fan was super loud. A functional test confirmed the customer's tc201us boot up issues and loud fan. The tc201us top cover was removed, and the following was observed: the fpga leds were off and so was the max_config_donen led. This indicates the cpld was unsuccessful in loading the fpga configuration files. Furthermore, MRI-s310 was performed and 3 operations failed. The MRI-s310 failures strongly indicate that the fpga is not functioning. The customer's tc201us motherboard will need to be replaced to correct their reason for return. Tc201us motherboard information: 062821-10ba _ s/n: (B)(6). The cause of the issue was determined as cpld is unable to load the fpga files - fpga is mostly like the cause. The event is filed under internal karl storz complaint ID: (B)(4).